Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the accept button was not functioning properly. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The device was unable to be put into service mode due to the accept button not functioning. The customer requested the part numbers for the switch printed circuit board assembly (pcba) and rear bezel. The remote service engineer (rse) provided the customer with the part numbers requested.

Manufacturer narrative:
The customer replaced the switch printed circuit board assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.